Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose, which was treated with a bolus delivery. Customer had symptoms of feeling very tired. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer reported that insulin pump was possibly not delivering insulin. Customer did a fill cannula and blood glucose began to lower; customer's blood glucose was 585 mg/dl.